Event description:
It was reported, that the customer experienced a blood glucose (bg) level of "high". Although, specific value was not provided. Bg was addressed via a manual injection. The customer alleged, the pump was not delivering a bolus as intended. However, tandem technical support determined, that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.